Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and evaluation with correction to the initial with information inadvertently left out. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. The complete evaluation results are as followed: adhesive on a-rubber is detached. Due to damage on switch box, all switch buttons do not work. Control unit has corrosion due to water leakage. The customer provided their cleaning disinfection and sterilization (cds) information on the subject device which was inadvertently left out of the initial report. Additional details were received regarding the cleaning disinfection and sterilization practices (cds) of the user where: precleaning: performed immediately after the procedure. Water is aspirated through the instrument / suction channel with a suction pump forceps elevator moved to raise and lower 3 times in water during aspiration the air/water channel flushed with water and air by using mh-948. Manual cleaning: leak testing was performed and passed. The detergent used for manual cleaning is posezyme. The brushed points were the instrument/ suction channel, suction cylinder, instrument channel port and forceps elevator, and forceps elevator. The forceps elevator raised and lowered three times when submerged in the detergent solution. The forceps elevator was flushed. The distal end being brushed with the channel-opening brush and single use soft brush (maj-1888). Disinfection: the device rinsed before manual disinfection with paaa-acecide. All channels flushed with and immersed into the disinfectant . Filter water used for rinse after disinfection. Olympus- oer-aw used with no defects with posezyme detergent. There were no defects on the automatic endoscopic reprocessor (aer)/endoscope. Washer disinfector (ewd). Disinfectant used paaa-acecide. All channels were connected with cleaning tubes when the endoscope was setting up into the aer/ewd. The expiration date of the disinfectant controlled. Disinfectant solution meet the minimum effective concentration. The water quality of the rinse water was controlled. The water filter was not replaced periodically in accordance with IFU. Storage: wipe with clean towel/paper and dry process of aer/ewd. Stored in drying cabinet. The device was not used for a procedure after the infection was confirmed and the device was quarantined. The device is stored at room temperature and under normal air concentration. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus was not able to judge relation between the subject device and the event from the following investigation results. The root cause of the phenomenon could not be identified. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer reported on behalf of the customer that a patient developed a fever less than 24 hours after undergoing an endoscopic procedure to drain bile that was clogged in the bile ducts using the evis exera ii doudenovideoscope. The infection was confirmed through a blood culture, which was positive for acinetobacter baumannii and carbapenem-resistant enterobacteriaceae (cre). The patient had no history of infection prior to the endoscopic procedure. The patient was treated with antibiotics and was closely monitored. The infection was resolved although the patient remained hospitalized for further treatment for symptoms related to bile duct stricture. There was no further harm or user injury reported due to the event. Additional information received from the customer confirmed that there were no other infected patients. Both the device and the olympus reprocessor were not cultured.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation. Upon inspection, there was a detached adhesive on the bending section cover; non-functional switches due to damage on the switch box; and a corroded control unit due to water leakage. The facility provided their reprocessing steps. The scope undergoes precleaning and then a leakage test. A channel cleaning brush under detergent is then used. A maj-1888 soft brush is used to clean the elevator. The scope is then brought into the oer-aw reprocessor, which is ran on prog 1 using acedide. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.